Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive and could not be unlocked, with a nonfunctional screen and an unresponsive sleep/wake button; attempts to restart via the ilet mobile app and initiate a firmware update were unsuccessful, and the device had been synced before shutdown with plans to return it for replacement. Symptoms included no reported injury and a blood glucose value of 76 mg/dl. Outcomes included interruption of insulin pump therapy and transition to backup therapy, with continued cgm use on the patient¿s phone. Investigation included remote technical troubleshooting and collection of device history and user-reported information. Investigation of this case revealed a device malfunction consistent with a user interface failure of the pump¿s screen and controls. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.